Event description:
The technician alleged the hi/low was drifting down slowly. No pt impact.

Manufacturer narrative:
Technician replaced the hi/low valve and the trendelenburg valve and the issue still remained. The technician replaced the poc valve to resolve the issue.